Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result on their e602 analyzer. The customer stated the analyzer had been routinely running tpsa samples until a few weeks ago when they noticed diluted results coming out significantly lower than 100 ng/ml. The field service representatives (fsr) had been doing numerous actions including a full preventative maintenance and changed the measuring cells, pinch tubing and sample probes. The customer had patient masked tpsa on this analyzer and had been running tpsa on another analyzer. On (B)(6) 2012, the fsr changed the reagent probe. After he finished, somebody unmasked the tpsa reagent on this analyzer. The customer provided data for one patient that had a discrepant tpsa result that was reported outside the laboratory. The patient's primary sample was processed through the customer's modular pre analytics device. The initial tpsa result was 100.00 ng/ml accompanied by a data flag. The sample was diluted 1:50, and the repeat result was 0.431 ng/ml. The repeat result was reported outside the laboratory. The doctor questioned the result as the patient had prostate cancer and asked that the sample be repeated. On (B)(6) 2012, the sample was repeated on a different e602 module, serial number not provided, with a 1:50 dilution, and the result was 483.3 ng/ml. The second repeat result agreed with previous results for the patient. There were no adverse events. The tpsa reagent lot number and expiration date were not provided. The customer took the tpsa reagent off the analyzer and removed it from the test assignment. The fsr ran performance checks on the analyzer. A precision test was done on both analyzers used in this event with neat and diluted samples. The results indicate there was a problem with the system in question doing dilutions.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).

Manufacturer narrative:
The field service representative went on site to check the analyzer. He changed the sample syringe assembly. He changed all of the sipper probes and tubing and checked the alignment with fishing line. He ran performance testing and precision checks for both cells both neat and diluted. All performance and precision checks were acceptable.